Manufacturer narrative:
On 8-17-2017 the field engineer (fe) was on site was performing a semi annual pm under service order# (B)(4) when the fe noticed the provue had internal crossed lines. The fe has returned the internal lines to the appropriate connections under service order# (B)(4) on 8-17-2017. Repairs have returned the instrument to expected

Event description:
Testing was performed while the internal tubing was connected improperly on the ortho provue. There was no report of harm to any patient or operator. (B)(4).